Manufacturer narrative:
Additional information added to h3, h6 and h10. The actual device was not available; however, a photographs of the sample were provided for evaluation. The visual inspection observed leakage from pbp post pump line. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming, an external fluid leak was observed from a prismaflex st100 set c. The leak was observed at one of the junctions where the tubing is inserted into the clear plastic piece. There was no patient involvement. No additional information is available.